Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing, and no colony forming unit (cfu) was identified on the scope. All channels were sampled, and there was no detection in any of the sampled locations. The user facility provided additional information regarding the methods to clean, disinfect, and sterilize the endoscope. The pre-procedure device check was reportedly not done, but pre-cleaning was performed immediately after the patient procedure. All reprocessing accessories had no defects, and there was greater than one hour between pre-cleaning and manual cleaning; pre-soaking was not done. The scope was leak tested in accordance with the instruction for use (IFU), and the detergent used for cleaning was mediclean forte by manufacturer dr. Weigert. The instrument/suction channel, suction cylinder, and instrument channel port were all checked brush points, and the brush was inserted into the instrument channel from the suction cylinder. The forceps elevator was also brushed. The distal end was brushed with a channel opening brush and either maj-1888 or a corresponding 3rd party brush. The forceps elevator was operated up and down in detergent solution. The customer uses automated endoscope reprocessor (aer) getinge ew2 with detergent getinge pokayoke and disinfectant getinge pokayoke a + b. Droogkast drying cabinet is employed for endoscope storage. The customer has a clear system to avoid mix-ups and cross contamination of contaminated and reprocessed endoscopes and accessories. The endoscope was not sterilized. The device was returned to an olympus repair facility, and an evaluation of the device was performed. The following additional findings were also noted: adhesive on the bending section cover has wear, and the connecting tube is deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that their evis exera iii gastrointestinal videoscope tested positive for greater than 10 colony forming units (cfus) of an indeterminate bacterial species during reprocessing. The culture was performed before the scope was further used on a patient, and occurred after a full cleaning, disinfection, and sterilization (cds) process. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - suctioning water was not performed for biopsy channel nor suction channel at precleaning. Flushing was not performed for auxiliary water channel at precleaning. - flushing was not performed in accordance with IFU at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviations in user reprocessing caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.